Event description:
It was initially reported that the pump was explanted and a new one was being implanted as of (B)(6) 2011. It was later reported that the pump had not been explanted prior the replacement. There was a pump pocket infection on the right side; patient symptoms included drainage and oozing. A new pump was implanted on the opposite side of the body. A drain was put in on the infected side and the pump was removed. It was also stated that the infection had not completely resolved prior to new pump implant. Antibiotics were prescribed. The drug/conc/dose stayed the same in the new pump; drugs delivered via the pump were dilaudid, clonidine, robicaine mixture, 10 mg/ml, 3.44 mg/day. It was also added that the pump was not to be returned to the manufacturer.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2001, explanted: unk.

Event description:
Additional information: it was reported that the patient had developed seroma following the pump implant "right away."